Event description:
It was reported that balloon detachment and an unretrieved device occurred, requiring additional intervention and imaging. The patient underwent a transverse sinus stenting procedure performed via a femoral approach. An 8 fr non-boston scientific catheter was utilized. A stent was placed in the transverse sinus region, followed by post-dilation using a non-compliant 6.00mm x 20mm nc emerge balloon. The balloon was inflated to 17 atmospheres using an inflation mixture composed of 80% contrast agent and 20% saline. During the procedure, failure of balloon deflation was observed. An attempt to aspirate the balloon contents using a syringe was unsuccessful. Subsequently, dilution was attempted by injecting saline into the balloon; however, this did not result in deflation. A further attempt was made to aspirate and withdraw the balloon into the catheter to achieve mechanical compression. During this attempt, complete detachment of the balloon occurred. The catheter shaft was withdrawn intact; however, the balloon remained within the patient. Snaring was performed, and a portion of the balloon was retrieved. Post-procedural imaging (CT scan) confirmed that the detached balloon fragment had migrated and was located in the pulmonary artery. The procedure was completed with another of the same device without any patient complications. The patient status was stable post-procedure.